Manufacturer narrative:
The customer¿s report that there was a hole in the tubing set was confirmed to be a cut. Visual inspection observed a cut in the tubing approximately 6 inches below the tubing adaptor. Functional priming testing found the set leaked from the previously observed cut tubing. No other leaks were observed throughout the set configuration. A device history record for model 2420-0500 with lot number 20043198 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the cut damage could not be determined.

Event description:
It was reported that there was a hole in the tubing set. The hole was noted to be below the pump segment and leaked lactated ringer's (lr) onto the floor during priming. There were no adverse effects caused to any patients from the event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a hole in the tubing set. The hole was noted to be below the pump segment and leaked lactated ringer's (lr) onto the floor during priming. There were no adverse effects caused to any patients from the event.